Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The customer¿s report of breakage at the tip of the IV set was confirmed. Visual observation revealed that the tip of the male luer, below the spin collar, was broken off and was stuck inside a non-carefusion adapter. The edges of the tubing at the site of the break had a jagged appearance. The root cause for the breakage was determined to be an excess of force used while mating the two components.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when disconnecting IV tubing from a PICC line the tip of the tubing broke off in the cap of the PICC. There was no patient harm reported.